Event description:
As reported, the av access pt received a 6mm gore-tex vascular graft in the left arm. Approx 3.5 yrs post implant, the pt experienced edema at the graft location. The physician explanted the graft and returned the graft for further analysis.

Manufacturer narrative:
Implant date is unknown; however, the implant duration was 3.5 yrs. Device evaluation anticipated, but not yet completed. The investigation is presently in progress.